Event description:
Procedure type: low anterior resection. Patient gender: unk. According to the reporter: the stapler appeared to dock, close and fire without a problem. When the stapler was opened the anastomosis did not form correctly. The staples were crimped to 'b" formation. Extended or time and new instrument was used to complete the procedure.

Manufacturer narrative:
Initial report sent: 01/18/2008.